Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: when positive results cross talk between samples hazard, injury or erroneous results? No.

Manufacturer narrative:
PMA/510k info: k111860, k130470 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "false positives". Customer reported that they are seeing suspected false positive results from suspected optical crosstalk while running the enteric bacterial panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed reader normalization to correct the issue. The instrument was verified by the fse to be performing to specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: when positive results cross talk between samples. Hazard, injury or erroneous results? No.